Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing episodes of dizziness. Further investigation revealed noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.